Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the positioning issues was wireless re-access. The impella device is not indicated for wireless re-access per IFU 0048-9007. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The provider pulled impella back into the aorta when attempting to reposition. The provider was not able to re-cross impella into the ventricle. The patient was decompensated later, and another pump was successfully implanted. No patient harm was reported.